Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an unspecified capture issue on the right ventricular lead. No intervention was reported. Patient status was not reported.